Event description:
A facility employee reported that a system message was displayed during surgery and the system locked. The patient was not incised at the time of the event. The patient was transferred to another hospital and the following surgeries were canceled. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed the irrigation and vent plungers were both out of tolerance which was explained by a loose vent shoulder screw. A connector on the fluidics controller board was also found to be damaged. The root cause of the reported event can be attributed to a nonconforming fluidics module. Component level root cause cannot be determined at this time. How this module became nonconforming remains uncertain. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. The sample has been received by a company representative and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).